Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor memorygel, 450 cc breast implant has experienced left-sided capsular contracture grade iii postoperatively. The matter was diagnosed through office visitation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 17 2022 indicated that the patient scheduled for removal on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 22, 2022 indicated that the patient experienced left side capsular contracture grade I with ptosis and right-sided capsular contracture grade iii with lower breast ptosis. As a result, patient underwent right capsulectomy and implant exchange for 450cc silicone implant, as follow: cat:3504504bc, sn#: (B)(6), and left breast inferior capsulectomy. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).